Event description:
It was reported that flushing difficulties were encountered. The opticross imaging catheter was selected for intravascular ultrasound examination. During preparation of the device, after connecting it to the sled, the hemodynamics specialist performed flushing of the ivus catheter and encountered abnormal resistance to the flow of solution. The procedure was completed with an alternative device. No patient complications were reported.